Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device alerted 02 low flow. Hypothermia patient temperature (pt) was 34.1c, targeted temperature (tt) was 33.5c, water flow rate (wfr) was 0 l/m. Neonatal pads in use. Walked through stop therapy and empty pads. Device alerted 07 empty pads not complete x 2. Had disconnect over basin to prevent leaking of residual water in pads. Placed device in manual control at 30c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 12.1c, outlet control temperature (t2) was 12.1c, inlet temperature (t3) was 30c, chiller temperature (t4) was 7.4c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -12.6psi, circulation pump command (cpc) was 0, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 2, system hours were 2205.7 and pump hours were 1987.6. Device screen froze. Had power off and back on. Walked through disabling manual control. Advised to swap out devices and send this one to biomed labeled no flow.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Neonatal pads in use. Walked through stop therapy and empty pads. Device alerted 07 empty pads not complete x 2. Had disconnect over basin to prevent leaking of residual water in pads. Placed device in manual control at 30c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 12.1c, outlet control temperature (t2) was 12.1c, inlet temperature (t3) was 30c, chiller temperature (t4) was 7.4c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -12.6psi , circulation pump command (cpc) was 0, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 2, system hours were 2205.7 and pump hours were 1987.6. Device screen froze. Had power off and back on. Walked through disabling manual control. Advised to swap out devices and send this one to biomed labeled no flow. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Correction: d, g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device alerted 02 low flow. Hypothermia patient temperature (pt) was 34.1c, targeted temperature (tt) was 33.5c, water flow rate (wfr) was 0 l/m. Neonatal pads in use. Walked through stop therapy and empty pads. Device alerted 07 empty pads not complete x 2. Had disconnect over basin to prevent leaking of residual water in pads. Placed device in manual control at 30c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 12.1c, outlet control temperature (t2) was 12.1c, inlet temperature (t3) was 30c, chiller temperature (t4) was 7.4c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -12.6psi, circulation pump command (cpc) was 0, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 2, system hours were 2205.7 and pump hours were 1987.6. Device screen froze. Had power off and back on. Walked through disabling manual control. Advised to swap out devices and send this one to biomed labeled no flow.